Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. However, it is likely that lamp was damaged due to a complex factor, such as the fact that the product was used with heat compound adhering to the glass surface of xenon lamp and the fact that it was used after 500 hours of lighting. The following statements were checked in clv-s190's instructions for use: the glazing or ceramics of the illumination lamp must not be exposed to heat compounds. Wipe off with gauze, if attached. Doing so may damage the light lamp and result in malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the xenon light source lamp went out and the emergency light was activated, a loud noise was heard and the lamp was broken. The issue occurred during diagnostic cystoscopy procedure that was completed using the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and the evaluation found that the customers reported issue was reproduced, the ceramic part of the lamp was broken and there was insufficient compound on the heat sink contact surface. Should additional relevant information become available, a supplemental report will be submitted.